Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently fill tubing while attached to the site during a supply change. The customer's blood glucose level was 180 mg/dl. Reportedly, the contact stated the customer had ate a snack and the customer's blood glucose (bg) level did not decrease. Multiple attempts made to obtain information, however no further information was provided.